Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with a button error, and when he removed the battery and re-inserted it the pump alarmed with a battery out limit. The patient's blood glucose at the time of incident was 418 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the battery out limit alarm. The pump was alarming at the time of call and the customer was unable to clear it. The button error issue was then troubleshot. The customer did not recall any significant events leading to the button error. The customer was advised to revert to a medically prescribed back-up plan. The mother did not want to return the out-of-warranty pump, and a replacement pump was shipped to the customer.